Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have f94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-94 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be depleted main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.